Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use laser fiber was used during a ureteroscopic lithotripsy procedure performed on (B)(6) 2017. Reportedly the laser unit used was an auriga 3020 with laser settings of 500 mj and 8 hz. According to the complainant, while removing the laser fiber from the semi-rigid ureterorenoscope, the laser fiber body was found to be broken. The fiber body was not completely broken into pieces and nothing fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail single use laser fiber was received for evaluation. Visual analysis of the returned device revealed that the laser fiber was kinked and still attached by the outer jacketing. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use laser fiber was used during a ureteroscopic lithotripsy procedure performed on (B)(6) 2017. Reportedly the laser unit used was an auriga 3020 with laser settings of 500mj and 8 hz. According to the complainant, while removing the laser fiber from the semi-rigid ureterorenoscope, the laser fiber body was found to be broken. The fiber body was not completely broken into pieces and nothing fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.